Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd¿ tube k2edta plh 13x75 3.0 plbl lav br there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: the tubes of bd vacuette ref.360056 (1298938 val. 28.02.2023) with a total volume of 3ml/edta purple cap, were presenting problems regarding vacuum. And that also in some cases the tubes did not complete at the time of collection. There was a check with the team that confirmed that there was a problem with the vacuum in one of the collections. The lab team also noted that the tubes were not of adequate blood volume.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd¿ tube k2edta plh 13x75 3.0 plbl lav br there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes of bd vacuette ref (B)(4) (1298938 val. 28.02.2023) with a total volume of 3ml/edta purple cap, were presenting problems regarding vacuum. And that also in some cases the tubes did not complete at the time of collection. There was a check with the team that confirmed that there was a problem with the vacuum in one of the collections. The lab team also noted that the tubes were not of adequate blood volume."